Event description:
It was reported that shortly after the implant of this implantable cardioverter defibrillator (ICD) system the right ventricular automatic threshold (rvat) test measurement rose and a right ventricular (rv) lead dislodgement was suspected. A chest x ray was performed which showed the lead remained in the implant position. A revision was procedure was scheduled suspecting possible micro dislodgement, prior to it the rv thresholds were variable, during the procedure after opening the pocket the thresholds were tested on the pacing system analyzer (psa) and they were found to be stable, this rv lead was subsequently connected back to this ICD and measurements remained appropriate. Therefore, a header seating issue was suspected to have been resolved by reseating the lead in the header, the decision was made to not perform a revision and the pocket was closed. Shortly after, the rv threshold, impedance and amplitude would vary. An analysis of device data was requested. The analysis noted this ICD was operating normally, the rv thresholds and impedances were inversely related, no out of range measurements were noted and the observations did not match any known issues. The physician decided to explant both the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. A new ICD and rv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field d6b: explant date from section d suspect medical device.

Event description:
It was reported that shortly after the implant of this implantable cardioverter defibrillator (ICD) system the right ventricular automatic threshold (rvat) test measurement rose and a right ventricular (rv) lead dislodgement was suspected. A chest x ray was performed which showed the lead remained in the implant position. A revision was procedure was scheduled suspecting possible micro dislodgement, prior to it the rv thresholds were variable, during the procedure after opening the pocket the thresholds were tested on the pacing system analyzer (psa) and they were found to be stable, this rv lead was subsequently connected back to this ICD and measurements remained appropriate. Therefore, a header seating issue was suspected to have been resolved by reseating the lead in the header, the decision was made to not perform a revision and the pocket was closed. Shortly after, the rv threshold, impedance and amplitude would vary. An analysis of device data was requested. The analysis noted this ICD was operating normally, the rv thresholds and impedances were inversely related, no out of range measurements were noted and the observations did not match any known issues. The physician decided to explant both the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. A new ICD and rv lead were successfully implanted. No additional adverse patient effects were reported.